Event description:
It was reported that this left ventricular (lv) lead potentially exhibited loss of capture (loc) and high capture thresholds. Technical services (ts) was consulted and provided reprogramming recommendations, as well as advised performing a chest x-ray to assess the position of this lead. No adverse patient effects were reported. This lv lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).